Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return

Event description:
Bleeding gums [gingival bleeding] swollen - gums top left [gingival swelling] hurts to brush / painful - gums top left [gingival pain] brush head slips on and off - oral-b [device breakage] case narrative: adult female consumer via phone reported that the oral-b toothbrush head slipped on and off of her oral-b professional care toothbrush handle, type 3767 causing damage to her gums - hurt/pain to brush, bleeding gums, and swollen gums. No serious injury was reported.

Manufacturer narrative:
24-may-2024 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Bleeding gums [gingival bleeding]. Swollen - gums top left [gingival swelling]. Hurts to brush / painful - gums top left [gingival pain]. Brush head slips on and off - oral-b [device breakage]. Case narrative: adult female consumer via phone reported that the oral-b toothbrush head slipped on and off of her oral-b professional care toothbrush handle, type 3767 causing damage to her gums - hurt/pain to brush, bleeding gums, and swollen gums. No serious injury was reported.